Event description:
Event description this device was returned to boston scientific. The device was electively explanted with no allegations or complaints. Subsequently, this device was pulled from archive for further analysis testing.